Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m160520 and test base part number 190-430 / lot m160520. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with ID now covid-19 assay on a direct tested nasopharyngeal flocked swab. The customer states the first ID now covid-19 test generated positive results. The physical use same sample receiver to perform second test and obtained negative ID now covid-19 results. The patient was tested due to a relative being inpatient at the facility. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.